Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, external ram error alarm, as well as a spanish software anomaly alarm. Customer's blood glucose levels at the time 282 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation, the insulin pump started up count down and froze at number 3 followed by an unexpected constant audio tone, problem isolated to mother board. No blank display anomaly noted. Unable to verify alarms due to frozen screen. The insulin pump was received with scratched lcd window.